Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, a long piece of dark hair inside the peel pack of kit. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10. Corrected section: h6- patient code changed to "no patient involved" h6 - device code changed to "contamination/decontamination problem", h8- changed to initial use the device was returned to the factory on 09/22/2020. An investigation was conducted on 09/29/2020. Photographs were provided by the account. A long brown hair was observed in the photographs. In the photographs we are unable to determine where the hair is inside the packaging or outside the packaging. The device was returned inside the plastic protective shell, but outside the plastic covering of the shell. One of the tubes in the plastic proactive shell was observed hanging outside the shell. A long brown hair strand was observed in the top of the shell. There were no visual defects observed on any of the parts of the device. Based on the returned condition of the device, the reported failure "contamination/decontamination problem", was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, a long piece of dark hair inside the peel pack of kit. A replacement device was used to complete the procedure. No patient involvement.